Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reeu3561 showed no similar product complaint(s) from this lot number.

Event description:
It was reported that during the procedure , before the infusion ,the patient suffered pain near the device. They verified a hole at 2 cm near the exist site. No other information was provided.